Event description:
Child was sitting in bed. Oeco hose and cardens valve was connected to trach. Child was observed holding cardens valve. The clear hub of his trach was connected to the trach. The child started coughing and "blew" the clear nose portion of his trach off the blue portion of the trach. The blus portion continued to be inserted into the child's trach. Required insertion of new sterile trach. Age of device: 15 days.